Manufacturer narrative:
An event regarding packaging damage involving simplex packaging was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned and no photographs were provided for evaluation. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: indicated all twin packs were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the provided information the broken ampoule was noticed when entering the operating room, the customer also reported a smell. This indicates that the ampoule was broken at the time or shortly before being taken to the operating room. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged/broken due to excessive/inappropriate handling prior to entering the operating room. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The simplex ampoule was broken when entering operation room. Noticed that it smelled.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.

Event description:
The simplex ampoule was broken when entering operation room. Noticed that it smelled.